Event description:
Paramedics responded to a person in full cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and displayed a non-shockable ryhthm in paddles lead. CPR was performed and the pt's rhythm went into vfib. According to the reporter, when the operator attempted to shock the pt, the device alarmed connect cable and would not charge. The reporter said the operator observed damage to the cable connection to the device, that the shield had come off and that the monitor screen stopped displaying the pt's rhythm in paddles. ECG electodes were connected, the device switched to lead ii to display the pt's rhythm, an AED att he scene connected to the defib electodes, and a call went out for another manual defibrillator. The AED delivered 3 shocks until another crew arrived with a manual defibrillator and took over the scene. Pt outcome is unk.